Event description:
Information was received indicating that during use of the cassette, after seven hours the pump exhibited a "no disposable, pump won't run" alarm. It was reported that about 14.65 ml of 100 ml of fluorouracil was administered prior to the alarm. Per reporter adjusting the cassette on a new pump was unsuccessful and a new cassette with the remaining dose was made and given to the patient.